Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture confirmed via MRI with "lump". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3, b5, b6, d6(b), g2, h6.

Event description:
Patient reported left side rupture with "lump" (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 2 openings on the device with the following assessment fold flaw opening. Lump/nodule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and wear abrasion a were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported rupture confirmed via MRI with "lump". Healthcare professional later reported "rupture" confirmed via MRI with a "lump". This record is for the left side. Device was explanted and replaced.